Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('he removed coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("ovarian cyst on my right ovary") and endometriosis ("endometriosis"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - ovarian cyst on my right ovaries and endometiosis and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('he removed coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("ovarian cyst on my right ovary") and endometriosis ("endometriosis"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - ovarian cyst on my right ovaries and endometiosis and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.